Event description:
It was reported that balloon rupture occurred. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during procedure, the balloon ruptured. The procedure was completed with different device. There were no patient complications reported.